Event description:
Same as manufacture #6000089-2005-01794, 6000089-2005-01795, 6000089-2005-01796. It was reported that 4 days after a drug eluting stenting treatment procedure, the patient expired. The pt presented to the cath lab with multivessel disease. The first lesion being treated was located in a mildly calcified, 40% stenotic lesion in a mildly tortuous left anterior descending artery (lad). The second lesion being treated was located in a mildly calcified, 95% stenotic lesion in a mildly tortuous left circumflex artery (cx). Both lesions were not pre-dilated. The physician then successfully deployed four taxus express2 - 2.75 x 8, 2.75 x 20, 2.75 x 24, and 3.0 x 16 mm drug eluting stents. The stents were all well apposed and the physician was satisfied with the results. However, 4 days after, the patient expired on his way home from the hospital. The cause of death is unknown and no autopsy will be performed.